Manufacturer narrative:
Device history review was performed and found to be complete. The product passed all quality control tests prior to its distribution. The device was returned due to patient death. Final analysis found no anomaly on the helix. Further analysis performed indicated device was within normal range of operation. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.

Event description:
Related manufacturing reference number: 2017865-2023-39339. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, a perforation occurred leading to a pericardial effusion when the physician over-rotated the device. The physician removed the lp and delivery catheter and continuously aspirated the blood. The patient experienced ventricular tachycardia and cardiac arrest multiple times. External shock therapy was performed. The patient then experienced myocardial infarction and pulseless electrical activity and passed away shortly after.